Manufacturer narrative:
Unit received with constant motion sensor alarmsa35 alarms and motor error alarms during rewind due to missing motor slide. Unable to perform displacement test due to missing motor slide. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the reservoir broke inside of the insulin pump and is stuck inside. The customer's blood glucose reading was 158 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.